Manufacturer narrative:
Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3889-28, lot #: va1dv2m, implanted: 2017 (B)(6), explanted: 2018 (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (via a manufacturer representative) regarding. It was reported that the patient stopped feeling the stimulation and was no longer receiving efficacy from the device it was noted that the patient had a colon surgery that may have affected that efficacy of the device. A full diagnostics of the device was done and the impedance were in the 400 ohm range. The lead and the implantable neurostimulator were explanted and replaced. The issue was resolved at the time of this report. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a bowel reconnect surgery and now her bowel connections were all new. The patient stated that after surgery she noticed the device was not controlling the poop that was coming out of her. The patient confirmed that the device usually worked great but was constantly going and ended up taking imodium. The patient stated that she would rather have the device take care of things for her. The patient programmer showed stimulation was on and therapy was on at 3.8v. The patient reported that she was going to increase stimulation and if that didn't resolve the issue then she would follow-up with her health care professional. The patient also considered this a sudden change in therapy and/or symptoms. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Product analysis #232139774:analysis information: 2018-04-04 21:03:37 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Analysis information: 2018-04-04 21:41:53 cst pli# 20 product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s) and test results. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Other applicable components are: product ID: 3889-28, lot# va1dv2m, implanted: (B)(6)2017, explanted: (B)(6)2018, product type: lead, product ID: 3889-28, lot# va1dv2m, implanted:(B)(6) 2017, explanted: (B)(6)2018, product type: lead. UDI# (B)(4) ubd: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no information regarding race or ethnicity. If information is provided in the future, a supplemental report will be issued.